Event description:
It was reported that during the procedure the subject stent delivery wire felt sticky. The subject stent delivery wire could not be removed when pulled and appeared to be stuck on the stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B5 executive summary ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned as it had been successfully deployed inside the patient. The introducer sheath was also not returned for analysis. The stent delivery wire (sdw) was the only part of the atlas system that was returned for analysis. The sdw was kinked/bent in several locations along it's length. It is unclear why the sdw became stuck in the stent. Although the patients anatomy was not reported to be tortuous, one possibility is that the stent was deployed in a tortuous location and, during retraction of the sdw, it got stuck in the stent struts and was only able to be removed after several attempts at pulling it. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported sdw stuck in stent was undeterminable as the stent was not returned for analysis. The stent delivery wire (sdw), which was the only part of the device returned, did not meet specifications when received for complaint investigation based on visual inspection. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the delivery wire feels sticky. This wire wouldn't come out when pulled at the end and was stuck on the stent. The procedure was completed by pulling on the wire until it finally loosened. The as reported sdw stuck in stent will be assigned undeterminable as the stent was deployed in the patient and was not available for analysis. The as analysed sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure the subject stent delivery wire felt sticky. The subject stent delivery wire could not be removed when pulled and appeared to be stuck on the stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received from the customer stated the stent delivery wire was gently pulled on until it loosened from the deployed stent.